Event description:
The customer observed eight occurrences of prism drain time errors for patient samples when reaction tray lot 90359m500 was in use. Six of the eight samples generated results upon retest, and the customer intended to re-spin and retest the remaining two samples. The customer observed one (B)(6) assay patient sample that repeatedly generated a drain time error, even though the sample had been re-centrifuged, therefore, the customer was attempting to recollect patient sample. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical product: prism 6 channel analyzer, list # 6a36-04, (B)(4). The cause of the prism error codes for the calibrators, controls or samples was due to an increase in drain time errors affecting several lots of prism reaction trays. A product correction letter was sent to abbott customers with instructions to discontinue use of the prism reaction trays when used in conjunction with the prism (B)(6) plus or (B)(6) surface antigen assays. The customer letter also indicated the use of prism reaction trays was acceptable if not utilizing the (B)(6) or (B)(6) surface antigen assays and to continue use of the affected reaction trays until a new lot of reaction trays arrived at the customer facility.

Manufacturer narrative:
(B)(4)